Manufacturer narrative:
Stryker evaluated the battery from the customer's device and verified the reported issue. Stryker observed that the battery depleted prematurely due to a bad internal battery cell. The customer received a replacement battery and the returned battery was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the battery of the customer¿s device, stryker observed that one of the internal cells of the battery was bad. In this state, the battery may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.